Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. While a definitive root cause could not be determined, because this issue did not occur when connected to another cv-190 device, the reported problem may have been caused by dust or water droplets adhering to the electrical contacts on the scope. Another possibility is that the board may have failed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer (matt) called in and spoke with olympus technical assistance center (tac) personnel reporting the image issue. He stated that when a 190 series scope was used, no issues were noted. He tried to use the device with a different pigtail, but got the same results. Then when the same scopes were used with another cv-190 system, it worked without any issues. Tac recommended the customer send the device in for inspection and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed due to a faulty patient board set. Additionally, the unit still had the old version main switch, and the software needs updated. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was not presenting an image during use. There was no patient harm or consequence reported as a result of this event.